Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant procedure, a right atrial lead was attempted, but there was an issue with the helix. A second lead was implanted with placement difficulty due to patient anatomy, and continued to dislodge. The second lead was not used and a third lead was implanted. After the pocket was closed, the lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed; analysis revealed the proximal conductor was distorted due to pulling/stretching/overstress. There was body tissue/fibrotic growth on the distal electrode and the helix was bent. Visual analysis noted the lead was damaged at implant.